Manufacturer narrative:
Batch review performed on 16 july 2024. Lot 1900358: (B)(4) items manufactured and released on 03-may-2019. Expiration date: 2024-04-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had knee instability and the cause of the instability is unknown. At about 4 years and 6 months post primary the surgeon revised the liner (with a thicker one) and the surgery was completed successfully.